Event description:
It was reported that the catheter was placed during the procedure; however, the anchor would not deploy properly from the deployment tool. The anchor seemed to excessively stick to the metal of the deployment tool and could not be deployed. When the physician tried to deploy the anchor he had a difficult time getting the anchor to slide off the tool and part of the anchor actually tore away during the implant. This anchor was not used and a new anchor was used. There were no patient symptoms/injuries related to this event. The pump system was being used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4). Analysis noted only the anchor deployment tool was returned, with the anchor still attached/stuck on the hypotube. The proximal side of the anchor showed significant tearing. The anomaly observed was likely related to silicone blocking that occurred between the interaction of the anchor and the hypotube. The catheter anchor did not properly detach from the ascenda tool. Not able to use.